Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager experienced frequent failures. The field service engineer (fse) replaced the remote manager latch assembly. Post replacement verified system functionality with no further failures. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed but was not listed as an option during the "recover storage space" process. Re-seating the data cable temporarily resolved the issue; however, the failure recurred, and a potential cable replacement was suggested. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.